Event description:
Patient's pericardial drain broke and disconnected. Provider was made aware. They did attempt to fix the broken catheter by cleaning the tip and reinserting the broken part. Drain removed 24 hours later after resolution of pericardial effusion was noted.